Event description:
This rv lead was implanted on (B)(6) 2006 and remains implanted at this time. A product experience report form stated that this lead had oversensing without pacing inhibition. It was also noted that the lead has noise and pace impedance of 900->2000 ohms. Surgical intervention planned in next few days. The physician is dr. (B)(6) at (B)(6) in (B)(6). No other information is available. Additional information states that this lead was explanted on (B)(6) 2014 due to a product performance issue. The physician was dr. (B)(6) at (B)(6) in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).